Event description:
Pt using 2 sabratek 6060 infusion pumps; one for total parenteral nutrition therapy and one for demerol therapy. Unexpected pt death. Demerol intravenous bag dry resulting from pt manipulation of pumps.